Manufacturer narrative:
The most likely cause for the reported failure is user error in applying excessive force.; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that the ar-8925ss tightrope mechanism locked prematurely and could not cinch. The implant was cut out and another implant was used. See source data attached.